Event description:
Information received by medtronic indicated that the customer reported the inpen was not working properly and the screw was stuck no longer going down. The customer also stated that the inpen was broken. Troubleshooting was performed and found that the dose knob/dial was difficult to turn and was stuck. The issue was not resolved. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the inpen was returned for analysis.

Manufacturer narrative:
Per visual inspection: no physical damage noted to cartridge holder. Front shell does not fit securely to inpen. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Inpen failed front cap investigation. Inpen did not pair to the commercial app. Inpen did not received with leadscrew 1/4 of travel. Performed bayonet bond investigation and found cartridge stop and dose nut rotating together when dispensing due to broken bayonet sleeve. Unable to perform functional testing due to broken bayonet sleeve. Difficult to dial/dose confirmed. Damage (physical or cosmetic) confirmed due to snap arm being broken. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.